Event description:
It was reported that connecta q-syte wht had foreign matter. The following information was provided by the initial reporter: this is a report about a dirty product. According to the customer's report, dirt was found on the lock component of q-syte before unpacking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-06. H6: investigation summary: our quality engineer inspected the photographs and sample submitted for evaluation. Bd received four photographs which displayed the product with foreign matter. The reported issue was confirmed upon inspection of the photos and sample. Ftir testing was performed to determine the contents of the foreign matter, and test results determined it was a polymer substance. Bd determined that the indicated failure was most likely attributed to the raw material used during the molding process, but that root cause is not confirmed. Bd was unable replicate the indicated failure mode during our investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connecta q-syte wht had foreign matter. The following information was provided by the initial reporter: this is a report about a dirty product. According to the customer's report, dirt was found on the lock component of q-syte before unpacking.